Event description:
A call placed to technical services on (B)(6) 2016 noted that the patient was in the emergency room and was unresponsive. X-ray image received looked like patient has a loop recorder. No implant date information. There was no information on the physician. The hospital was (B)(6) hospital - (B)(6) in (B)(6), wa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).